Event description:
It was reported that three (3) exactamix 500 ml eva tpn bags leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 28 - 31, 2023. H11: three (3) actual devices and a photograph of a sample were provided for evaluation. Visual inspection was performed and the leakage from the administration port was not easily identified from the photograph or returned samples. Functional leak testing was performed on the actual samples and leakage was identified from the administration spike port of all the bags. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.